Event description:
Intera oncology received a report from a physician about the pump pocket being blue and the portion of the catheter which attaches to the pump was blue. The physician mentioned pump serial number (B)(6) was opened and prepped without issue. The pump was then put into the pocket. When the catheter was initially passed through the abdomen wall, it was flushed using a special bolus needle and low dose heparin saline, without issue. The catheter was placed into the artery and tied in. The physician could not flush the catheter due to pressure. Two other surgeons also tried but were also unable to push any low dose through the catheter, due to pressure. It was decided that one of the ties, tying the catheter into the artery, was too tight. The issue was fixed, and the physician then conducted an icg dye test and then a methylene blue dye test. After the dye tests, one of the surgeons noticed that the pocket surrounding the pump was blue and the portion of the catheter which attaches to the pump was blue. Due to this, the physicians opened, prepared and implanted pump serial number (B)(6). The catheters were connected using a barbed connector and physician flushed multiple times to confirm patency.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician responded to our communication and confirmed that no patient adverse effect occurred. However, the physician indicated that the leak was coming from the pump itself and wasn't coming from any of the catheter near or outside the pump. As previously mentioned, the patient was implanted with a new pump (sn (B)(6)), according to the physician the haps scan went well. The first refill was scheduled for (B)(6) 2025. Pump serial number (B)(6) was explanted on (B)(6) 2025. It was returned and received at intera oncology on (B)(6) 2025. The findings of our investigation are the following: 1.the complaint of pump serial number (B)(6) having a leak in the catheter was confirmed. 2.the leaking of pump sn (B)(6) from the catheter into the pump pocket was due to a puncture in the catheter, likely due to use error of grazing the catheter with a suture needle when tying the pump into the pump pocket. 3.the surgeon had also tied the catheter too tightly into the patient's artery so when they attempted to bolus the methylene blue, greater than normal pressure was applied and made the leak evident, causing the blue dye to leak into the pump pocket. If this second use error had not occurred, the leak in the pump would likely not have been found. 4.if the leak hadn't been found during surgery, the pump would have likely continued to function normally since this leak was only evident at greater pressures. Under normal flow circumstances (body temperature), the catheter did not leak.

Event description:
Intera oncology received a report from a physician about the pump pocket being blue and the portion of the catheter which attaches to the pump was blue. The physician mentioned pump serial number (B)(6) was opened and prepped without issue. The pump was then put into the pocket. When the catheter was initially passed through the abdomen wall, it was flushed using a special bolus needle and low dose heparin saline, without issue. The catheter was placed into the artery and tied in. The physician could not flush the catheter due to pressure. Two other surgeons also tried but were also unable to push any low dose through the catheter, due to pressure. It was decided that one of the ties, tying the catheter into the artery, was too tight. The issue was fixed, and the physician then conducted an icg dye test and then a methylene blue dye test. After the dye tests, one of the surgeons noticed that the pocket surrounding the pump was blue and the portion of the catheter which attaches to the pump was blue. Due to this, the physicians opened, prepared and implanted pump serial number (B)(6). The catheters were connected using a barbed connector and physician flushed multiple times to confirm patency.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352422, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician responded to our communication and confirmed that no patient adverse effect occurred. However, the physician indicated that the leak was coming from the pump itself and wasn't coming from any of the catheter near or outside the pump. As previously mentioned, the patient was implanted with a new pump (sn (B)(6), according to the physician the haps scan went well. The first refill was scheduled for (B)(6) 2025. Pump serial number (B)(6) was explanted on (B)(6) 2025. It was returned and received at intera oncology on (B)(6) 2025. The pump is being investigated. Once the investigation is complete, a supplemental report will be submitted to the FDA.